Event description:
It was reported that the patient (pt) had been having "problems" which prompted them to check therapy, therapy showed on but "out of range, contact your clinician. The neurostimulator is providing less than the requested therapy. Service code: 1703" when dbs therapy app is entered. Caller said the service code was seen today. Message can be cleared but for the last 3 days patient could barely walk and was having issues with their left foot. Caller said service code was coming from right implant. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue. Patient has hcp appointment tomorrow. It was reported that the patient (pt) went in to see the neurologist the day after calling patient services (pss) and was informed that the patient's #2 lead was no longer producing a therapeutic level of treatment. The neurologist referred the pt to their neurosurgeon. The caller stated the appointment with the neurosurgeon was not until the (B)(6) 2022, and the caller was concerned that the appointment would not be when the issue would be corrected. Caller wanted to know how the neurosurgeon would diagnose where a potential issue or erosion of the wire would be to determine what exactly is wrong with the lead and what next steps would be. Pss reviewed that it varies as each situation is patient by patient basis. Pss reviewed diagnostic procedures that may be performed, and recommended to call mdt for guidelines and considerations if other diagnostic procedures are requested. Pss recommended caller to reach out to the neurologist to clarify the referral and to reach out to neurosurgeon to see if any recommendations could be made prior to the appointment.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) who reported that the cause of the lead no longer producing a therapeutic level of treatment was not determined. The hcp avoided contact 2 on the patient's new settings.